Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states white stuff inside the device and she has asthma, lymph node is swelling in her face. Patient also states she diagnosed with "(showgrens) chogrens" during blood test by her ent and having anxiety. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states white stuff inside the device and she has asthma, lymph node is swelling in her face. Patient also states she diagnosed with "(showgrens) chogrens" during blood test by her ent and having anxiety. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.